Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During an operation, when the physician removed the sheath, it was revelaed that the introducer separated, remaining in the patient's vessel. A surgical procedure was performed to extract the fragmented portion from the vessel.